Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reader was hot and the remote monitor burnt the patient. The patient was advised to keep the remote monitor unplugged and not to plug back in. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24952a, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that an error code 3230 was found in the failure analysis (fa) log but no hardware defect was found. A nickel pin contact was discovered. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.